Manufacturer narrative:
The nurse reported that the bedside monitor (bsm) mounted onto the wall in one of their emergency rooms (ER) is having trouble with taking an accurate blood pressure. The blood pressure readings is off when compared to what the nurses are getting with a manual blood pressure, example of inaccurate readings are 188/100, but the reading should be 135/80. There are no error messages on the screen of the bsm. The nurse reports that they use a new blood pressure cuff with each patient and that the issue still occurs. The nurse states that the device was making a loud sound while inflating the blood pressure cuff. No patient harm reported. Nihon kohden has received the device for inspection. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The nurse reported that the bedside monitor (bsm) mounted onto the wall in one of their emergency rooms (ER) is having trouble with taking an accurate blood pressure. The blood pressure readings is off when compared to what the nurses are getting with a manual blood pressure, example of inaccurate readings is 188/100, but the reading should be 135/80. There were no error messages on the screen of the bsm. The nurse reports that they use a new blood pressure cuff with each patient and that the issue still occurs. The device was making a loud sound while inflating the blood pressure cuff. No patient harm reported. Nihon kohden has received the device for inspection.

Event description:
The nurse reported that the bedside monitor (bsm) in one of their emergency rooms (ER) was not taking an accurate blood pressure reading and was making a loud sound during cuff inflation. No patient harm reported.

Manufacturer narrative:
Details of complaint: the nurse reported that the bedside monitor (bsm) in one of their emergency rooms (ER) was not taking an accurate blood pressure reading and was making a loud sound during cuff inflation. The blood pressure readings were off when compared to what the nurses were getting with a manual blood pressure. An example of the inaccurate readings is 188/100, but the reading should have been 135/80. There were no error messages displayed at the bsm. No patient harm or injury was reported. Investigation summary: the customer sent the device in for evaluation. During the device evaluation, nihon kohden (nk) was able to confirm the reported issue was due to physical damage, as the front enclosure had damage and the pump, and the pump components were damaged/malfunctioning and needed replacing. During a review of the complaint device history and facility trending it was determined that this was an isolated incident, as this was the only complaint found for this device and facility in the past 3 (three) years. As such, a significant trend that would warrant any action and/or any corrective action was not identified. There is no evidence of an nk device malfunction. Attempt # 1: 03/09/2022 emailed the customer via microsoft outlook for the required information in the ni list above: a reply was received by the customer who stated there were no other devices contributing to the blood pressure issue, only the bedside monitor itself, and they were not able to provide any patient demographics as the issue occurred on multiple patients.